Manufacturer narrative:
(B)(4). G2: report source sweeden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision approximately 1 month post implantation due to the ncb pp plate breaking off in the body. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, d10, g3, g6, h2, h3, h6, h11. D10: item # 0202263301, ncb pp troch plate lt narrow, lot # 3186612. The ncb periprosthetic proximal femur plates was returned for investigation together with a periprosthetic trochanter plate. The periprosthetic trochanter plate have two connection screws inserted, both of which have stripped threads in their threaded areas. The plate fracture can be confirmed as the periprosthetic proximal femur plate is fractured into two parts through a screw hole. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The bone-facing side of the plate has some polished area. The fracture surfaces exhibit signs of damage, likely resulting from reciprocal contact after the fracture occurred; however, the undamaged areas display features that indicate a fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the analysis of the retrievals, a fracture of the ncb periprosthetic proximal femur plate can be confirmed and is most likely attributed to fatigue. Review of the manufacturing records confirm that the product was manufactured according to specification; therefore, it is not expected that the manufacturing process contributed to the reported issue. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.